Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump where it was reported of air in line without alarm. A patient was receiving a normal saline fluid bolus in the emergency department, the pump was running at 999ml/hour with 500 ml of fluids hanging. The nurse programmed the pump for 999ml of volume, even though only 500 ml were hanging. When the pump got to the end of the fluid volume, it continued to pump air through the line and that air almost reached the patient. The nurse was at the bedside and caught it so she stopped it immediately and the pump was taken out of service. The pump did not alarm when air made it to the cassette alarming the staff the pump needed attention. The infusion was set as primary line. There was patient involvement however, no report of patient harm.

Manufacturer narrative:
The device was received for evaluation. Tests: self-test and visual inspect. Self-test passed. Visual inspection passed. Customer complaint wasn't confirmed, the device is working properly and did alarm when there was air in line. Probable cause is not found, no issues.